Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. Per the technician evaluation, they were unable to duplicate the issue. The joystick was tested with similar components, but not the original components from the chair.

Event description:
Dealer advised joystick screen was white and locking up and intermittently getting a right motor fault error code. Per the technician evaluation, they were unable to duplicate the issue. The joystick was tested with similar components, but not the original components from the chair.